Event description:
During an in-clinic follow-up, episodes of loss of capture, high pacing impedance, and low sensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.